Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top case is cracked in front corner. The pump event history showed a primary audible alarm background (bgnd) test, in the error history log (ehl). During the evaluation, the cause of the reported issue was unable to be duplicated. The root cause of the reported issue was unable to be determined, there was no physical or any other damage was found on speaker or interconnect board. The technician replaced the speaker for preventive measures. Performed occlusion test which passed.

Event description:
It was reported that an audible alarm was observed. No patient injury was reported.